Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed noise, oversensing and pacing inhibition as well as loss of capture (loc). The patient was reported to have been experiencing syncope. The noise was able to be elicited with isometrics. An x-ray was performed which was inconclusive. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently the device was explanted for normal battery depletion and returned.